Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had power error detected alarm. Customer¿s blood glucose level was 122 mg/dl at the time of incident. Power error detected recurred within a week of troubleshoot of previous occurrence. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump error 25 due to connector resistance issue.